Event description:
A total of 5 reprocessed trocars broke apart during use. One was from lot number 149680, three were from lot number 149764, and one was from an unknown lot number. The five broken trocars were sent to the manufacturer (reprocessor) for analysis. The reprocessor's analysis indicated that, based on their findings, a change would be made in the disassembly procedure involved in reprocessing this trocar. According to the reprocessor, "this modification will assist in mitigating future occurrences of this nature."